Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator underwent a revision. The patient previously had an error code and red light on their remote after experiencing multiple falls. Their physician also noted high impedances. Stimulation was initiated, but the error code became present again. The patient noted experiencing pain and discomfort at their implant site. The patient requested medications for the pain, but the physician did not prescribe the medication. The patient noted that their symptoms had improved since their revision. There were no additional patient complications.